Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not explanted as of this report. Issue with breast mass. Concomitant products: right-mentor memorygel 600cc silicone breast implant, catalog number 3506001bc, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with mentor memorygel 600cc silicone breast implants which the patient states that she has been experiencing left breast pain, lumps in the left breast, shooting pain in her left arm. Has been on antibiotics, after implantation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.